Event description:
During the complaint analysis, the diffuser section was separated from the fiber beneath the heat shrink and it of itself considered a malfunction. It was reported by the rep that the (1) lf001 was used during a noncontact laser coagulation of prostate. It was reported that the physician was performing a second treatment to prostate when with 45 seconds remaining in the treatment cycle, the temperature spiked over 100 degrees celsius and a "pre-char" error message was displayed. The machine was reset and a "diffuser fault" error message was displayed. The fiber was taken out of the scope for inspection and discovered diffuser section of fiber had separated from fiber. Diffuser section was found in working channel of scope. New fiber was used to finish procedure. There was no consequence to the patient.